Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a primary audible alarm background test occurred. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed upon receipt and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as no problem was found. Root cause of the reported issue is unknown as no fault was found. Replaced the speaker and interconnect board as a preventive measure, performed preventive maintenance and all functional testing. A CAPA was created to address the reported issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: b3: additional information for the date of event has been received and updated. B5: additional information was received by the manufacturer and attached on 23 september 2022, there was no patient involvement. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.